Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving fentanyl (2000 mcg/ml at 820 mcg/day), clonidine (100 mcg/ml at 41.02 mcg/day), and bupivacaine (5.0 mg/ml at 2.05 mg/day) via implantable infusion pump. It was reported that patient had been showing signs of discomfort at the pump pocket site. The event date was unknown. The patient was seen by managing physician who observed excess fluid around the pump. Patient was scheduled for a pump pocket revision. At scheduled appointment, the pump pocket site was swollen and filled with fluid. The pump pocket revision showed that the catheter was broken and no longer connected to the pump. The broken catheter was fixed by an accessory kit with a pulled segment. The factors that may have led or contributed to the event was unknown. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.